Manufacturer narrative:
The mayfield modified skull clamp (ID a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation shows that the returned skull clamp has rotational and lateral movement in the lock and a residue buildup is present. New components (roundhead screw, adjustment screw, label, screw, nut, washers, o-ring, ball bearings and wave springs) were added to replace the worn internal parts. Additionally, this clamp has a lot code 154 and is past the 10-year service life; therefore, this is the last time it will be serviced. Root cause analysis - the complaint is confirmed via inspection of the unit. The unit needed cleaning and replacement of worn internal parts. The probable root cause is routine use and wear of the unit. No further corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) is unstable and wobbly when used on the patient. No additional information has been received.